Event description:
It was reported that the patient presented to the hospital with syncope. The electrogram (ECG) showed the intrinsic rhythm of 30 pulses per minute; no pacing spikes were detected. Pulse generator interrogation show ed normal battery value and impedance. The patient performed different maneuvers. No stimulation failure was evident. Programming was set to voo and syncope with no pacing spiked on the ECG continued. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.